Event description:
Customer's daughter reported that the customer's insulin pump alarmed for no delivery. She also stated that the day the alarm occurred, they had changed the infusion set three times. The blood glucose reading was not given. This was a past issue and they were not able to troubleshoot the alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.